Event description:
It was reported that the target lesion was located in the right posterior lateral artery (pl). The patient had a "full metal jacket" of stents previously implanted. A radial approach was used, and the xience v stent was advanced through a 6 french non-abbott guideliner. Resistance was noted during advancement and the stent dislodged proximally onto the shaft of the device. The dislodged stent was retracted from the anatomy, inside the guideliner, as a unit with the stent delivery system (sds). Another 2.5 x 18 mm xience v stent was used successfully to treat the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed, however, the difficulty to position the xience v stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.